Event description:
It was reported that in (B)(6) 2009, four promus stents were implanted in the right coronary artery (rca). In (B)(6) 2011, stress test was positive and catheterization was performed for dyspnea, orthostatic dizziness, occasional skipped beat, st depression ii. The rca stents were patent; however, the proximal left anterior descending artery was occluded with a 90% stenosis after left internal mammary artery (lima) anastomosis. A non-abbott stent was deployed in the mid lad distal to the anastomosis of the lima. In (B)(6) 2011, cardiology clinic visit revealed electrocardiogram (EKG) t inversion in I, resolved st depression, and mild improvement in symptoms. On (B)(6) 2011 the patient went to bed, attempted to get up, but fell to the floor and expired. No death certification was provided. No additional information was provided.

Manufacturer narrative:
(B)(4) you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.